Event description:
Revision surgery - due to instability. Explanted.

Manufacturer narrative:
The reason for this revision surgery was due to instability. The length of in-vivo service is unknown since an original surgery date could not be confirmed by the delivery tickets or by the agency. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) was not conducted since the item and or lot number could not be confirmed. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to instability. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.